Event description:
It is reported that during a revision surgery, a zimmer cup and liner were removed for an unk reason.

Manufacturer narrative:
Evaluation summary: it is alleged that a zimmer acetabular cup and liner were removed during a revision surgery. The part and lot number liner is unk. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: the device history records for the acetabular cup were reviewed and found to be conforming to mfg, inspection, and packaging specifications.